Manufacturer narrative:
Additional info has been requested. A review of the device history record showed the lot met all dimensional and visual criteria at the time of mfg and release.

Event description:
Pt fell and postop lcp condylar plate breakage noted. Hardware was removed.